Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services (ts) recommended replacement. Subsequently, this pacemaker was explanted and replaced. This pacemaker was received for investigation. No additional adverse patient effects were reported.